Event description:
The health care provider (hcp) reported that the patient came into the office and was reprogrammed. She was doing fine and had no problems from the shocking sensation.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va0r5pg, implanted: (B)(6) 2015, product type lead; product ID 3037, serial # (B)(6), product type programmer, patient. (B)(4).

Event description:
The consumer reported a shocking sensation. Stimulation was turned down to 1.0v and the shocking sensation was still felt. The patient did not have the patient programmer at the time of report but she was going to have someone turn her stimulation off. She was at a nursing home. There was no trauma or fall related to this event. The patient had an appointment with the health care professional on monday after the report. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. No further information was provided. If additional information is received, a follow-up report will be sent.